Manufacturer narrative:
This supplemental report is being submitted with a correction to sections: b5 describe event or problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A 1cm effusion was noted prior to the procedure around the right ventricular apex. Heparin was administered and transeptal access to the left atrium was obtained using versacross connect access solutions wire under fluoroscopy and transesophageal echocardiography (tee) imaging. Once access was achieved, a watchman fxd curve access sheath was moved across to the left atrium. The watchman fxd curve access sheath was positioned in the center of the left atrium and a 6fr pigtail catheter was introduced to the left atrium over the versacross wire, and then the versacross wire was removed. The patient became hypotensive and via tee it was noted the effusion present pre procedurally was increasing in size. The physician performed a pericardiocentesis, approximately 1200ccs of fluid was drained, and the patient received a blood transfusion. Once the effusion had improved, the procedure continued and a 24mm watchman flx pro laa closure device was successfully implanted. The patient was admitted to the hospital for monitoring. No further information on the status of the patient is available. It was further reported the patient was discharged several days post procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A 1cm effusion was noted prior to the procedure around the right ventricular apex. Heparin was administered and transeptal access to the left atrium was obtained using versacross connect access solutions wire under fluoroscopy and transesophageal echocardiography (tee) imaging. Once access was achieved, a watchman fxd curve access sheath was moved across to the left atrium. The watchman fxd curve access sheath was positioned in the center of the left atrium and a 6fr pigtail catheter was introduced to the left atrium over the versacross wire, and then the versacross wire was removed. The patient became hypotensive and via tee it was noted the effusion present pre procedurally was increasing in size. The physician performed a pericardiocentesis, approximately 1200ccs of fluid was drained, and the patient received a blood transfusion. Once the effusion had improved, the procedure continued and a 24mm watchman flx pro laa closure device was successfully implanted. The patient was admitted to the hospital for monitoring. No further information on the status of the patient is available.